Event description:
It was reported the rf (radiofrequency) head would not get telemetry with any devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified loss of telemetry when the cable was pushed into where it enters the rf head. Telemetry returns when the cable is released. This was due to the cable being out of specification. It was also noted that the label was damaged.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.